Event description:
A report was received that the patient was experiencing loss of stimulation and had multiple contacts out on the lead in the left arm after a car accident. It was believed that fracture on the lead was suspected and the physician was not able to confirm the fracture. The patient underwent a lead replacement procedure per physician¿s preference. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.